Event description:
It was reported by the patient that she underwent an abdominal colporectopexy for a rectal prolapse in 2004 and mesh was implanted. The patient states that since the surgery she has had multiple autoimmune diseases. She has had her thyroid and appendix removed. The mesh was adhered to the sacrum causing constant back pain and her rectum needed to be removed. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).